Manufacturer narrative:
Method: a review of the manufacturing records has been conducted. Results: the manufacturing records review verified that the lots met all pre-release specifications. Additional device: tgt2610/#7829155.

Event description:
On (B)(6) 2010, the pt underwent treatment with gore tag thoracic endoprostheses for a ruptured patch aneurysm. On (B)(6) 2010, another tag device was implanted to treat an aortoesophageal fistula. The pt tolerated the procedure with no complications.